Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n188566004, implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Event description:
It was reported that the pump was explanted due to an infection in (B)(6) 2013. It was noted the patient had treatment for the infection and was to have a pump implanted again. The pump system was delivering baclofen. Per the patient, he was on a ¿2000 concentration¿, but did not know the dosage. It was later reported that the drug in the pump was lioresal. The date of the onset of the infection was (B)(6) 2013. The patient¿s last refill was on (B)(6) 2012. The patient experienced a headache. A culture was obtained and was gram-positive for bacilli- diphtheroids. The patient was given intravenous antibiotics. The patient outcome was reported as the infection resolved and the patient had no drug withdrawal. The patient also had a vp shunt that was explanted on 2013-03-01 and the pump was explanted on (B)(6) 2013.